Manufacturer narrative:
At the visit on site the error could be reproduced (measurements not accurate) but is not visible in the logfiles. The field service engineer (fse) replaced the micrometer and verified the system successfully according to company specifications. Sample was received by the investigation site for evaluation. The reported problem for the micrometer can be reproduced and is caused by a depth discharge of the batteries. The depth discharge is caused due to electronic wearing. The reported event shows up during calibration (fluence test) with a non accurate fluence test. Alignment of the fluence test is mandatory for the surgeon in order to start a treatment. If the depth is not correct, the energy check and the fluence test have to be repeated. The surgeon did not perform any treatments until the service request was performed. The root cause for the reported event could be identified conclusively as a faulty micrometer due to electronic wear. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor indicated servicing was requested for a micrometer not working properly during fluence testing for lasik procedure. Reporter indicated he was not really having a problem with the excimer laser except for the measurement of the depth of the calibration disc during the fluence test. Upon follow up, the reporter confirmed no patient harm. However, the doctor does not trust the measurements produced as a result of the instability issue with the micrometer.